Event description:
The device has been generating recurrent cartridge / adapter alerts, approximately every 15 - 20 minutes. Additionally, they reported that the device "is not shooting in my basal rates." Pt indicated that they has been programming small boluses (amounts not provided) to manage blood glucose also, pt reported experiencing low blood glucose (value not provided), which they treated by drinking orange juice. At the time of the report, patient had already switched to their back-up device.